Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the guidewire was received damaged. It was noted that the guidewire was fractured 68.2 centimeters from the proximal section. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that during an implant procedure of the system it was decided to use a stiffer guidewire to help manipulate the lead easier. Upon removing the guidewire from the lead the guidewire snapped into two portions. It was noted that no added force was applied when attempting to remove the guidewire. The guidewire was extracted from the lead successfully. The guidewire will be returned for analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.